Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified de novo left circumflex artery that was 99% stenosed. The lesion was pre-dilated and 3.0x12mm xience prime was implanted and caused an edge dissection. Another xience prime was used to successfully treat the dissection. No adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.